Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that insulin pump alarmed for critical pump error and received open book image on screen. Customer stated that they experienced low blood glucose of 85mg/dl which was treated with food and glucose tablets. Customer does not want to troubleshoot for low blood glucose. Customer advised to discontinue use of the insulin pump and revert to back up plan. Insulin pump will be returned for analysis. Unomed inf set, frn-mmt-332-rsvr.